Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
At the time of the initial report, it was also noted that the patient had recovered from the decreased visual acuity very gradually over several months; the event has resolved.

Manufacturer narrative:
Product evaluation: three photos were provided showing what appears to be a granular-like opacity. Nonetheless, we are unable to determine the origin or exact position of the observation. Effect on vision cannot be determined based on the photos. Viscoelastic was not provided; it is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, he noticed sediment on the implanted iol, and the patient presented a "low visual activity". Additional information has been requested. This is one of two medical device reports being filed for this issue for this facility.